Manufacturer narrative:
The investigation of automated impella controller (aic) - controller failure (red alarm) and aic - controller failure (yellow alarm) has been completed. Based on the data analysis, device analysis, and clinic details, the following conclusions were determined. The root cause of the controller failure alarm (pmd communication loss) was an impellatronic malfunction. The root cause of the controller error alarm (epm communication lass) was not determined due to the inability to reproduce.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
It was reported that a patient was on impella cp support. During support, there was a controller failure alarm that occurred while waiting for insertion. The alarm could not be cancelled so a spare automated impella controller was prepared and used. There was no patient harm.